Event description:
Revision.

Manufacturer narrative:
The revised implants were not returned for investigation. Post-op x-rays were reviewed. The revision was caused due to loosening of the tibial implant, and the revising surgeon indicated the reason for loosening was cementing technique and not a product failure. There is no evidence indicating a failure of the implant or the system.